Event description:
During review of the event history log system error 322 was discovered. This suggests a device malfunction. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upper and lower auxiliaries were failing. These parts are known contributors to system error 322 alarms. The upper and lower auxiliary assemblies were replaced.